Event description:
Per the customer medwatch report: "rn set up IV infusion for levetiracetam as secondary. Rn noticed primary tubing chamber was full. Secondary tubing back flowing into primary tubing". Label on ns 1000ml bag documented: "ns 1000ml, mv adult with vit k 10ml, thiamine hcl 100mg, folic acid 1mg". Rate of infusion for ns bag 100ml/hr. There was no report of any patient harm.

Manufacturer narrative:
(B)(4). This report was filed by the MFR. The affected product has been received. A f/u report will be submitted with investigation results once completed.